Manufacturer narrative:
(B)(6). Correction #: 2531779-03/24/2010/003-r. The pump was returned to animas. Evaluation revealed a misaligned display screen and dislodged force sensor pins. An "ezprime" operation was performed and during the "load" step the pump dispensed insulin and emitted a "no cartridge detected" warning. Review of the pump history reveals several zero force loss of prime warnings and "no cartridge detected" warnings. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release.

Event description:
The distributor reported that the pump dispensed insulin on the load step without user intervention.